Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure for a non-abbott implantable cardioverter defibrillator (ICD), the stored egms showed an episode of ventricular fibrillation (vf) where there were multiple aborted shocks. The vf episode was eventually terminated by successful therapy. All of the lead parameters were acceptable, and no abnormalities were noted. Diagnostic imaging was performed, and no anomalies were noted on the lead. It could not be determined whether the cause of the aborted shock was due to the non-abbott ICD or the right ventricular (rv) lead, and the lead was capped and replaced during the procedure. The patient was stable with no consequences.